Event description:
Pt had facial tissue injected with radiance fn product (off label use) on two separate occasions. Pt contacted doctor in 2003 with areas of swelling in sites where injections were made.